Event description:
Approximately two years after implant of a 30mm gore helex septal occluder, two frame fractures were noted on the right disc. A portion of the disc was splayed out into the right atrium and a residual leak was present. The physician elected to implant a 25mm gore helex septal occluder on top of the original device. The new device pinned down the right disc and eliminated the shunt. The pt was doing well following the procedure.

Manufacturer narrative:
The lot number is unk and gore has been unable to acquire images from the hospital.